Event description:
It was reported that the right ventricular (rv) lead with this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing. Technical services (ts) found a non-sustained ventricular tachycardia (nsvt) episode with clear oversensing of the right atrial channel by the rv lead. There was also pacing inhibition noted, but not greater than 2 seconds. Ts recommended programming changes for this device and for the rv lead. This crt-p remains in service. No adverse patient effects were reported.